Event description:
A us distributor reported that the patient had developed permanent black mark on his neck that felt sore after wearing the monitor strap around his neck. The patient consulted with their physician, who advised that the patient should wear the device around his waist. The outcome of the reported mark is not known. There is no indication that a device malfunction caused or contributed to the reported bruise/permanent mark.